Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap cannot be removed from the pump. The reporter stated that and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014 device evaluation: the device has been returned and evaluated by product analysis on 05/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the battery cap was stuck in the battery compartment. The battery compartment was cracked in the threads area. The battery cap was damaged. The pump powered up with the returned battery cap although the cap did not tighten properly and the yellow o-ring was still visible. Unrelated to the cap and casing issues, it was observed that the verify screen was dim and discolored.